Event description:
It was reported that the patient had a deep vein thrombosis approximately one week after right knee arthroplasty. The patient was prescribed an anticoagulant and remained on it for approximately 3 months with no further mention of deep vein thrombosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management." Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication of dvt developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00213, 3007963827-2020-00215, and 0002648920-2020-00394. Medical devices: femur cemented posterior stabilized (ps) narrow right size 8 catalog#: 42500006402 lot#: 64441570, articular surface fixed bearing (ps) right 11 mm height catalog#: 42522400511 lot#: 64405629, all poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 64620917. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a deep vein thrombosis approximately one week after right knee arthroplasty. No additional patient consequences were reported.